Event description:
Additional information was provided by the local representative that after reprogramming the device, the patient and the physician had decided not to reposition the leads. Four months following reprogramming, the clinic performed an interrogation and the device check was normal with no other issues. Subsequently, boston scientific received information from the clinic in (B)(6) 2011 that this patient had died and should be deactivated from the patient monitoring system. The local representative reported that neither the clinic nor the physician knew the exact cause of death. However, according to physician, the patient's death was not related to the device or cardiac in nature.

Manufacturer narrative:
At this time, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that at a routine follow-up appointment, two episodes of right ventricular oversensing were noted (questionable cross-talk from atrial lead). The oversensing resulted in rv pacing inhibition which lasted approximately 1-1.5 seconds in duration and was recorded by the device as nonsustained ventricular tachycardia (nsvt) events. No inappropriate tachycardia therapy was delivered. Therapy system support questioned the position of the atrial lead and if that could be impacting the potential cross-talk that was noted. The patient was then seen in clinic by a boston scientific field representative. It was found that both the right ventricular (rv) and left ventricular (lv) leads had pulled back from position. Both leads were still capturing and functioning, though rv sensitivity had decreased. A chest x-ray helped confirm that both leads had dislodged. It was determined the rv oversensing was due to the rv coil being close to the atrium. The device was reprogrammed per physician orders, and a lead revision procedure is anticipated in the future. No adverse patient effects or symptoms were reported.